Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor arm failed self test alarm. The blood glucose level was 140 mg/dl. The customer reported that the alarm did not occur during the rewind prime sequence. The self test was performed, but it was failed. The troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received passed the displacement test. However, device alarmed rf pic failed selftest during self test due to faulty connector defect.